Manufacturer narrative:
Product examination: one 80-4151, t8 cannulated hexalobe driver (batch 662186) was returned and examined under magnification. The driver was returned broken; though the broken driver tip was returned, the two pieces did not fit together properly, leading to the possibility that a third, smaller piece was not returned. The fracture region of the driver base is curved, with a fracture surface that transitions from being perpendicular to the driver axis, to oblique to the axis. The returned driver tip was primarily fractured at a largely oblique angle, with a minor transition to being perpendicular to the driver axis. The fracture surface of both the shaft and the tip present with a primarily matte texture, with no visible necking, indicating the likely occurrence of a brittle fracture. A fracture region this far from the tip of the driver could indicate a combined load of excessive torque and a bending moment that led to material failure. A bending load to failure, combined with the brittleness of the fracture could be why a third piece had broken off as well. Measurement of the driver base was taken (inches) : 2.6775 ", and measurement of the driver tip was taken : 0.8005 ". No definitive conclusion can be made.

Event description:
It was reported: driver tip (t8 cannulated 80-4151) broke at the shaft during screw insertion.